Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call indicating that they experienced high blood glucose of 538 mg/dl due to bent cannulas. The customer treated their blood glucose levels with manual injections. The customer was assisted with troubleshooting but the issue was not resolved. The customer returned the product for analysis.

Manufacturer narrative:
The insulin pump passed all functional testing, including idle current test, run current test, self-test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test and rewind test. No low battery alarm or low reservoir alarm anomaly noted. The insulin pump was programmed with multiple basal rates and bolus deliveries and all registered properly in the daily total history noted. No bolus delivery anomaly or basal rate anomaly noted. The drive support was inspected and no anomaly was noted. The insulin pump was received with cracked battery tube threads and cracked reservoir tube lip.